Manufacturer narrative:
The bolus wizard ratios functioning properly. No bolus delivery anomaly noted during testing. Intermittent button response noted during testing due to corroded keypad traces. Connector was inspected and no anomaly was noted. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call they were going to bolus 3 rations and the pump changed to 7. The customer¿s blood glucose level was 127mg/dl at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.